Event description:
It was reported that the patient was experiencing undesired stimulation and pain at ipg pocket site. The patient underwent an explant procedure and claimed that the scs system had caused nerve damage. Additional information was received that the explanted ipg will not be returned.

Event description:
It was reported that the patient was experiencing undesired stimulation and pain at the ipg pocket site. It was also reported that the scs (spinal cord stimulator) had caused nerve damage. The patient underwent an ipg explant procedure.